Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported that unspecified bd tubes gave erroneous results. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that the material in the rubber stopper is causing erroneous results. (B)(6): 2020 23:08:09 (gmt). What kind of rubber is used in the septum of bd vacutainer blood collection tubes?".

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "it was reported that the material in the rubber stopper is causing erroneous results. What kind of rubber is used in the septum of bd vacutainer blood collection tubes?" D.1. Brand name: bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes d.4. Catalog number: 367871; UDI number: (B)(4). D.3. Manufacturer name: becton, dickinson & co. (Broken bow). G.1. Manufacturing site: becton, dickinson & co. (Broken bow).

Event description:
It was reported that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: " it was reported that the material in the rubber stopper is causing erroneous results. What kind of rubber is used in the septum of bd vacutainer blood collection tubes?"

Event description:
It was reported that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: " it was reported that the material in the rubber stopper is causing erroneous results. What kind of rubber is used in the septum of bd vacutainer blood collection tubes?".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.